Manufacturer narrative:
This report is being submitted as a correction in response to corrective actions taken by the legal manufacturer. The manufacturer site number was incorrectly selected resulting in incorrect report numbers. A new MDR with the correct manufacturer site selected has been submitted under manufacturer report # 2518422-2023-16850.

Manufacturer narrative:
The rse determined the touchscreen required a replacement. An onsite quote was created for further onsite assistance was the unit was unavailable for remote troubleshooting. A field service engineer (fse) went onsite and replaced the touchscreen to resolve the issue. The device passed required performance verification tests per philips standards and was returned to service. The investigation concludes that no further action is required at this time.

Event description:
Philips received a complaint by the customer on the v60 indicating that the unit was unresponsive. It was reported there was no patient involvement, at the time the issue was discovered. The customer evaluated the device with the assistance of the remote service engineer (rse) and confirmed the reported problem. The customer called in to report that their unit was unresponsive. The rse determined the touchscreen required a replacement. An on-site quote was created for further on-site assistance was the unit was unavailable for remote troubleshooting. The investigation is ongoing.